Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review information from pi or review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noisy signals on the channel. The physician planned to replace the lead, but found the left side occluded. The rv and right atrial (ra) leads were surgically abandoned and the pacemaker for this patient was moved to the other side of the patient with new leads. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noisy signals on the channel. The physician planned to replace the lead, but found the left side occluded. The rv and right atrial (ra) leads were surgically abandoned and the pacemaker for this patient was moved to the other side of the patient with new leads. No additional adverse patient effects were reported.